Event description:
It was reported that this pacemaker was programmed voo 60 for a magnetic resonance imaging (MRI) scan. While in the MRI scanner it was noted the patient had a heart rate of 20 beats per minute (bpm). The MRI was ended and the device was reprogrammed back to original settings with the patient heart rate returning to 86 bpm. Technical services recommended device testing. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. This report will be updated should additional information become available.